Event description:
On (B)(6) 2012, the baxter local pharmacovigilance (pv) department in (B)(4) received a complaint from a nurse of a patient who experienced bacterial peritonitis while using an unknown renal product. The nurse reported there was an unknown breach in aseptic technique. It is unknown if cultures or labs were performed. It is unknown what interventions were required. It is unknown if the patient was retrained on aseptic technique. The patient outcome is unknown. The patient reported the same event to baxter (B)(4) on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Follow-up information was obtained from the nurse: the patient did not restart nutrineal therapy. According to the nurse this was a clinical decision not related to the event of peritonitis. On (B)(6) 2012, the vancomycin was stopped and the patient was reported to have recovered. The event of bacterial peritonitis is reportedly related to the break in aseptic technique, and unrelated to baxter solutions.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error - breach in aseptic technique is confirmed, because the nurse reported the cause of the peritonitis was a breach in aseptic technique; however, the assignable cause code could not be determined. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k cannot be provided as the product code and lot number of the product involved are unknown.